Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant close door message caused by a failed lower link switch. The lower auxiliary assembly (including the link) was replaced.

Event description:
It was reported that a spectrum infusion pump had constant close door messages. It was also reported that there was no pt injury.